Event description:
Patient was having an axsos tibia plate and t2 tibia nail implanted. The tibial nail was implanted. The surgeon was implanting the plate when the tip of drill broke. The surgeon could not remove the tip of drill from the patient. According to the surgeon, when using the drill bit, tip of drill contacted nail.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the drill breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by mishandle of the device. In the operative technique it is recommended to use an aiming block and a drill sleeve in order to avoid interference with other implanted devices. It is likely that the drill would hit another device if the aiming block and the drill sleeve were not used, causing the drill to break upon impaction. Note as stated in the operative technique: attach the correct aiming block (ref 703564 left/703565 right) to the plate adaptor. Ensure that the aiming block is properly seated on the adaptor shaft and secured with the aiming block screw (ref 703597). When using the aiming block (ref 703564 left/703565 right) the tissue protection sleeve (ref 703578), the drill sleeve (ref 703572) and the calibrated drill ø2.5mm (ref 703586) should be used.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
Patient was having an axsos tibia plate and t2 tibia nail implanted. The tibial nail was implanted. The surgeon was implanting the plate when the tip of drill broke. The surgeon could not remove the tip of drill from the patient. According to the surgeon, when using the drill bit, tip of drill contacted nail.